Event description:
It was reported that there was air bubbles coming from the cartridge. Cold insulin is used to load the cartridge. Customer has elevated blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info be available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."